Event description:
The following was reported to virtual imaging, inc. By (B)(6). On (B)(6) 2014 at approx 10:08 am, (B)(6) was driving the radpro mobile 3 off the elevator when the machine made a loud "screeching" sound and came to an abrupt stop. The radpro mobile 3 then started beeping and suddenly went in reverse at full speed. (B)(6) was pinned up against the elevator wall. (B)(6) quickly lifted the collimator to attempt to stop the machine from driving in reverse, but the machine did not respond. (B)(6) was able to remove herself from behind the radpro mobile 3; however, the radpro mobile 3 continued to drive in reverse, striking the elevator wall about 15 times before it stopped on its own. There was a very strong burning smell coming from the radpro mobile 3 that was noticed by (B)(6) before the radpro mobile 3 stopped. (B)(6) was examined by medical personnel for a bruised hip and was given permission to return to her normal duties.